Event description:
Litigation papers allege trochanteric fluid, increased heavy metals in the blood, and pain. Ppd received with part/lot information. **update** (B)(4) 2013- medical records were obtained. Medical records indicate patient was revised due to metallosis, dark-metallic staining, and corrosion. The sleeve and stem are now being added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.